Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, both the atrial and ventricular set screws in the device were screwed in so much that the leads would not advance through to the distal end of the port. Physician manually unscrewed both set screws to be able to get the leads in. Patient was asystole for longer than necessary since there were no underlying rhythm during the leads not being able to be screwed into the device to be able to pace immediately and accordingly. Device and leads remains implanted. Patient was stable.